Manufacturer narrative:
The investigation is ongoing. The device will not be returned.

Event description:
Per the field clinical specialist (fcs), during a transfemoral alterra tpvr procedure with a 29mm sapien 3 valve, one distal apice was noted to be inverted but re-oriented normally following the delivery of the s3. Excellent outcome, with no patient injury.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: the present with a deformed outflow, the deformation appears to have been fixed upon deployment. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of the lot history revealed other similar returned complaints for the trend categories above. However, no manufacturing non-conformances were identified during the investigations of the similar complaints was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: IFU for edwards alterra present system, edwards pulmonic delivery system, device preparation manual and procedural training manuel. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter prestent and heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a deformed frame was confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record, lot history, and complaint history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. Additionally, a review of IFU/training materials revealed no deficiencies. As no patient or procedural imagery was provided, a definite root cause is unable to be determined at this time. However, it is possible patient factors such as a short landing zone or procedural factors such as deployment technique may contribute to the observed complaint events. A short landing zone can result in difficulty deploying the prestent and possibly compress the frame or apices. Additionally, if the delivery system is pushed forward during deployment, the apices can become over-engaged with the anatomy. The prestent tine can fold over during deployment and pin itself in a folded position by the valve when over-engaged with the anatomy. In this case, it is possible that patient factors (short landing zone) and/or procedural factors (alterra positioning and deployment technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.